Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed battery failed. The customer¿s blood glucose level was 93 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The power management graph was in specification. No unexpected failed battery test alarms were present in the format history file and the unit was monitored for a week with no failed battery test alarms noted. No pump error alarms were present in the format history file. No unexpected low battery alerts, replace battery alerts or replace battery now alarms in the long trace file. No unexpected pump error 4 alarms noted during testing, however pump error 4 followed by pump error 15 was present in format history file, problem isolated to all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.